Event description:
Colon resection - "blunt tip balloon trocar with kii seal had a hole in the balloon, which deflated during the initial portion of the procedure causing the trocar to side out at the point in the procedure when the operative endoscope was being removed through the trocar."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.